Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.

Event description:
It was reported that it was not possible to get telemetry with the device, and that the device was at eri (elective replacement indicator). The device was explanted and not replaced. No patient complications have been reported as a result of this event.